Event description:
In 2009, the patient was being treated with the gore excluder aaa endoprosthesis. The contralateral leg of the trunk-ipsilateral leg component would not fully open after deployment and the physician performed an aorto-uni-iliac procedure with a fem-fem bypass.

Manufacturer narrative:
A review of the manufacturing records is being conducted. Attempts to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.